Manufacturer narrative:
The returned customer samples showed needle side piercing. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5282696. Conclusion: in review of the incident description, side piercing was not detected until the last tube was drawn. This may suggest that the side piercing did not originate at the manufacturing level as there are vision cameras in place for detection and removal. An absolute root cause for this incident cannot be determined.

Event description:
It was reported that blood started flowing into the holder when removing the last tube from bd vacutainer® eclipse¿ blood collection needle, 22 g x 1.25 in. No injury or medical intervention.